Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, flashing medtronic logo, and received pump error 49 alarm (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for display issues. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tool were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Using the baat tool the customer had a battery cycle 2.0 received the lowbatteryalert (104) on 04/03/2025 09:00:00 after more than 7 days at 21.62 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the adapt tool was further utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Customer experienced both a pump error 49 and failed bat test at the allocated date of 05/01/2025 15:42:06.000 for pump error 58 and 05/01/2025 15:42:26.000 to 05/01/2025 17:06:22.000 for pump error 49. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection moisture damage was noted during visual inspection on the motor traces, isolate to electronic assembly. The following cosmetic damages were noted: cracked case battery tube, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case. In conclusion, customer concern was not confirmed of blank display, flashing medtronic logo, or pump error 49. However, moisture damage was found upon visual inspection, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.